Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The device has the body kinked; also, the core wire is broken at 326.7cm from proximal end, the other section of the wire (distal section) was not returned. Dimensional inspection was performed. An inspection of the overall length and the outer diameter of the distal tip of the broken wire could not be performed due to device condition (broken wire). The outer diameter of the middle and the proximal section of the device were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4)

Event description:
Reportable based on device analysis completed on 29-jun-2017. It was reported that the rotablator device stalled. The target lesion was located on the coronary artery. A 1.75mm rotalink¿ plus and a rotawire were selected for use. During the procedure, a 1.75mm burr was used as size up after performing ablation using 1.5mm rota burr. After passing the lesion area on the second ablation, third ablation was performed however the stall lamp of the console lit up. Connection of each part was checked and the gas cylinder was replaced. However, the stall lamp still did not turned off. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed that the rotawire was broken.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician does not believe that the detached rotawire remained inside patient's body.